Manufacturer narrative:
Upon further review it was determined that the reported event involved only accessory malfunction and there is no device malfunction in this event. There is no patient involved in this event as it occured during preventive maintenance . There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) unit replaced tether assembly per customer request. There was no patient involvement reported.